Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the lot number could not be verified in the system, so the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: complained device is no longer expected to be returned for investigation. D10/d11: concomitant medical products: there were no concomitant devices involved.

Manufacturer narrative:
(B)(4). Additional narrative: additional product code mni kwp kwq nkb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the flexible screwdriver was found broken at sterile processing department. There were no patient and surgical involvement. Concomitant device reported: 6.0mm ti hard rod 125mm, lot #2l80007, qty # unk. This complaint involves one (1) device. This report is for one (1) 6.0mm ti hard rod 125mm. This report is 1 of 1 for (B)(4).